Manufacturer narrative:
The device evaluation observed an air leak in the bending section caused by perforations in the adhesive rubber. In addition, the following defects were observed during the evaluation: the inner wire braiding in the bending tube was broken/damaged. The adhesive around the objective lens was peeled off. The video connector was cracked, and the video connector label was peeled off. Several of the device components demonstrated scratches and wear do to use and external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, endoeye flex deflectable videoscope, with a report of a pinhole in the adhesive rubber. There was no patient or user injury reported due to the event. Upon inspection and testing of the returned device, the adhesive rubber at the distal end was deteriorated and a piece of the adhesive rubber had detached. This report is being submitted for the malfunction found during the device evaluation (adhesive detached).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fallen rubber could not be determined. It is possible that the piece fell due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.